Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of this report, describe event or problem, date received by manufacturer, type of report, follow-up type, additional narratives/data. The following information was corrected based on the additional information stating there was never a revision performed: report type: adverse event does not apply, outcomes attributed to adverse event (check all that apply) hospitalization - initial or prolonged and required intervention to prevent permanent impairment/ damage (devices) does not apply, there was no pectus bar inside of the patient, there was no event problem to report, there was no pectus bar inside of the patient, there is no pectus bar to return, there was no revision and therefore no usage of device, there is no device to explant. The implantation of the requested device was scheduled for (B)(6) 2017. There is no serious injury or device malfunction, therefore no additional reports will be submitted.

Event description:
Additional information was received that this is not a revision case, this patient never had pectus surgery.

Manufacturer narrative:
(B)(4). The explantation of the device has not occurred yet but is scheduled for (B)(6) 2017. As the revision has not occurred no product will be returned to zimmer biomet for investigation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision surgery will be performed due to the patient's nickel allergy. The patient is coming from another doctor and facility therefore limited details are available at this time. No additional patient consequences were reported.